Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, occlusion of device or native vessel and endoleak. Per IFU, considerations for patient selection include but are not limited to patient's anatomical suitability for endovascular repair. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprostheses. Both common iliac arteries had an expansion tendency, so leg devices were implanted as bell-bottom. After all devises were implanted, an angiography revealed a major distal type I endoleak form the right leg (plc271000j). The right internal iliac artery was embolized and a contralateral leg endoprosthesis was implanted as extend plc271000j to the right external iliac artery. The distal type I endoleak was resolved. The patient tolerated the procedure. The physician stated that the right common iliac artery had an irregular shape and condition was not well.